Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned and evaluated by a third-party service center. There is no documentation referencing the alleged ventilator inoperative condition. There is nothing stating that a ventilator inoperative condition occurred, nor any ventilator inoperative error codes that were found in the device's error log. The device evaluation found two non-reportable patient setting errors in the device's error log relating to a low minute ventilation and a circuit disconnect. The service technician states that the proportional valve, solenoid valve, and machine flow sensor will be replaced due to the low minute ventilation error code. The service technician also states that the system printed circuit assembly (pca) tubing, blower chassis tubing, fio2 tubing, and flow o2 tubing will be replaced due to the circuit disconnect error code. Additionally, the front panel will be replaced due to an illegible button. The blower bellows seal and blower mount will be replaced due to saline contamination and yellowing. The cooling fan assembly, fan retainer, and muffler assembly will be replaced due to contamination. The air inlet foam filter will be replaced due to maintenance. The device passed all final testing. The section h coding has been updated to reflect the new information.